Event description:
Drive devilbiss healthcare is the initial importer of the device which is a patient lift. According to patient's family member, the patient was at a standstill position when the patient lift then tilted, fell on its side and dropped the patient. This caused the patient injury, which led to a hip replacement surgery. Our tech went out to inspect the patient lift and determined there was nothing wrong with the lift to our knowledge , the tech tested the unit, suspended his own weight on the lift and tested the lowering and hydraulic functions of it. Even though no damage or faults were found, the patient lift has then been replaced.